Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip pin missing at the distal end. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: there does not appear to be any missing component from the instrument. It looks like the grips pin likely got dislodged. .

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the prograsp forceps instrument was not working, and the customer was not able to remove the instrument from the trocar properly. It was found that the instrument pin became loose and fell off while removing the instrument. The customer removed the pin but was unsure if all pieces were retrieved. The customer performed x-ray test to check for remaining fragments. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer did not identify any fragments fall into the patient. They were concerned that the fragments might have fallen as upon removing the instrument, one screw became loose and fell outside the patient's body. Since it was impossible to determine whether the instrument had one or two screws, the customer could not be certain if all the fragments were retrieved from the patient. No fragments were observed on x-ray. The issue was identified after using the instrument for 5 minutes to grasp the tissue. The instrument did not collide with any other instrument or tool during procedure. Upon final removal of the instrument, the wrist was straightened, and the surgical staff felt a little resistance upon removal of the instrument through the cannula, but no port incision was increased. No other damage was noted on the instrument after the event occurred and the cannula had no issue.